Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Device is reportedly not available.

Event description:
International affiliate reports the tip of the iliac screw probe starter broke off when the instrument was turned within the patient¿s pedicle. The broken section was retrieved with no adverse consequences to the patient.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the customer. A device history record review (DHR) could not be conducted as the lot number of the device is unknown. A review of the complaint trend analysis found no observed trends for issues of this nature. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.